Event description:
Procedure: colostomy takedown and sigmoidoscopy. According to the reporter, the eea was inserted through the bowel and the white trocar was passed through the tissue. Then when the surgeon attempted to remove the white trocar from the device, the white trocar broke and approximately half of it remained lodged inside of the device. The staff got a new device and then in order to insert the new device the surgical team attempted to find the previous trocar hole. However, the previous hole could not be found. Therefore, the new device was passed through a new hole and the stapler was applied without problem. Then to repair the previous trocar hole, the location of the hole was found and the hole was oversewed. By this time the case had been extended approximately 40 minutes. Then, according to the surgeon, because of this device breaking they converted the procedure to a loop ileostomy. The loop ileostomy was performed and the procedure was finally completed after more than 2 hours of additional time had elapsed.

Manufacturer narrative:
Initial report sent: 09/04/2007.